Event description:
It was reported that during a ptca procedure in a calcified lesion, the tip of the balloon came off while crossing the lesion. The device was removed without incident. Patient status is listed as "okay".